Manufacturer narrative:
Currently, it is unk whether or not the device may have been caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she has gastroparesis, and was hospitalized due to low blood glucose levels. The reported blood glucose reading was 27 mg/dl. The customer also reported that there was missing segments on the insulin pump screen. Advised the customer that the insulin pump would be replaced. Nothing further was reported.